Manufacturer narrative:
Service history shows no prior issues with sat/hb log review reveals no issues/errors. Device to be investigated on return to manufacturer.

Event description:
On bypass initiation, not getting values reported for the sat/crit sensor. The problem persisted after the cable was replaced with the new bonded stock sat/crit cable. They were able to complete cases with intermittent and absent pao2 and hgb producing "!!!" -or- "---." During troubleshooting it was identified that the connection on the qws seemed to improve or temporarily restore the signal when it was manipulated. Suspecting there to be an issue with the qws data port. Happened for cases on both on (B)(6). On (B)(6): 1045-1450, on (B)(6): 1030-1130.